Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was widespread corrosion that also affected the bearings in the device. Bearings were replaced along with other components.

Event description:
It was reported that the handpiece began overheating during an extraction. The case was successfully completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.